Event description:
(B)(6) 2014: product left a burn type mark on a burn wound leaving blisters, bumps and red marks. Customer reported that other family members used the product from the same box with no issues reported. Customer noted "maybe she has sensitive skin."